Event description:
On (B)(6) 2911, the lay-user/patient contacted lifescan (lfs) to report experiencing an inaccurate high issue with her one touch ultralink meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue started on (B)(6) 2011, at 9am. She alleged that she obtained a blood glucose result of "300 mg/dl", which she felt was inaccurate high compared to her feelings/normal readings. The patient reported that she manages her diabetes with metformin and insulin (pump therapy) and due to the alleged issue with the subject meter it is unknown if she made any changes to her usual routine. She claimed that approximately 3 hours later, after the alleged issue began, she felt shaky and like she was going to pass out. On an unknown day, unsure if it's before or after the alleged issue, she called her doctor and was advised to change the basal rate on her insulin pump. It is possible that on (B)(6) 2011, at 8:27 pm, she was at emergency room (ER) and was tested with an ER meter, where they obtained a result of "166 mg/dl". It is not known if there was any treatment provided by a health care professional at the ER. During the initial call with cca, the patient described using the correct unit of measure in the meter. While troubleshooting with the cca, it was discovered that the meter had been coded incorrectly and the quality control test was not performed with the subject meter because control solution was not available. Replacements products were sent. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Manufacturer narrative:
Follow-up #1 (07/27/2011) - device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.